Event description:
It was reported that the wake button on the pump is difficult to press. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.